Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked left master tool manipulator (mtml) and found the internal round magnet of the grip had dropped off. Fse replaced mtml. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the mtml for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the customer reported to technical support engineer (tse) that a fault was observed where in the master tool manipulator left (mtml) grip was not functioning; however, there was no system faults. The customer checked the instrument and universal surgical manipulator (usm), and both were functioning normally. The customer power cycled the system; however, the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic, and the port incision site was increased. The patient tolerated the change with not injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis, and the reported problem was confirmed and replicated. In system logs, the resistance was found pointing to the grip lever magnet on the mtm, confirming the fault occurred in the field. Upon visual inspection, the grip level magnet was found missing which would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it failed grip calibration. The probable root cause is attributed to missing grip lever magnet causing disconnection of the grip pads from the grip levers (loose or broken fasteners).

Event description:
Refer to h11 for follow-up information.